Event description:
The customer stated, that he tested his glucose using his contour and elite meters. The contour read 290 mg/dl, while the elite read 98 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the contour system. No product is to be returned at this time.

Manufacturer narrative:
This complaint was not initially flagged as a potential MDR, so it will be submitted past the 30 day window.